Event description:
It was reported the patient presented in clinic with complaints of pre-syncopal symptoms. Upon interrogation, it was observed the right ventricular lead was oversensing noise leading to pacing inhibition. Programming changes were completed to address the issue. The patient was stable post programming.